Event description:
It was reported that during an unknown procedure, the device could not be fired. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged anti-backup. Evaluation summary: the analysis results for the instrument confirmed that it was returned non-functional. The instrument was cycled and would not form the clips as the anti-backup was noted to be non-functional. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.